Event description:
It was originally reported that the patient was not able to adjust stimulation. The "call your doctor" icon, as well as the elective replacement indicator (eri) was noted. Additional information from the patient's physician indicated that the battery stopped working failed. It was not noted if the depletion was premature or normal. A revision occurred on (B)(6) 2011 in which the neurostimulator was replaced. There was no evidence of connector or electrode malfunction. There were no malfunctions noted after the replacement either. The patient was taken to the recovery room in stable condition. It was noted, however, that the patient required hospitalization due to the event (no details provided). If additional information is provided, a supplement will be sent.

Manufacturer narrative:
Implanted: (B)(6) 2010, explanted: na. Extension 3708240, serial (B)(4), implanted: (B)(6) 2010, explanted: na. Programmer 37743, serial (B)(4).